Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was injured while entering a vehicle in (B)(6) 2006. Diagnosed with lumbar stenosis l2-l3, l4-l5; l3-l4 spondylolisthesis. On (B)(6) 2008, the patient underwent l2-l3, l3-l4, and l4-l5 decompression, l3-l4 posterior lumbar interbody fusion with iliac crest bone graft, pedicle screws, cages and use of bone morphogenic protein. On (B)(6) 2008, the patient was discharged. On (B)(6) 2009 as compared with (B)(6) 2007, a lumbar MRI revealed the following changes; postoperative status of l3 and l4 vertebrae and intervening disk space is noted; there is extruded l2-3 disk herniation which extends inferiorly dorsal to the l3 vertebra (approximately 6mm in ap diameter); and there are multiple levels of degenerative disk change present. Foraminal stenosis with marked left l3-4 and right l4-5 component where there is dorsal root ganglion impingement. On (B)(6) 2011 as compared with (B)(6) 2009, a lumbar MRI revealed minimal bilateral inferior foraminal disc bulge at l2-3 thru l4-5 and 4mm left l1-2 inferior foraminal disc bulge; minimal degenerative facet joint arthropathy is identified at l3-4 level; l1-2 foraminal disk bulge of 4mm right and 5mm left were not present on the prior exam; left l4-5 foraminal stenosis is less severe and no nerve impingment is present on the present study, and small anterior l2-3 annular tear is unchanged compared to (B)(6) 2009. On (B)(6) 2013, lumbosacral spine CT scan revealed status post l3-4 dorsal decompressive surgery and fusion; there are solid bilateral posterolateral bone fusion masses and there is also some solid interbody bone graft; bridging ossification is present at the dorsal aspect of the intervertebral space with underlying bone cystic change; degenerative disc disease at l1-2, l2-3 and l4-5... There appears to be no more that mild spinal and foraminal stenosis secondary to disc bulging; no focal disc protrusion or neural impingement identified; and mild l4-5 degenerative facet disease.

Event description:
(B)(6) 2009: the patient presented with low back pain radiating down the left posterior leg, burning in both buttocks and radiation to the knees bilaterally. (B)(6) 2009: the patient underwent a lumbar transforaminal epidural steroid injection, left l5 and left s1, with fluoroscopic guidance with needle localization. (B)(6) 2009: the patient underwent lumbar transforaminal epidural steroid injection left l4-5 and left l5-s1, with fluoroscopic guidance. (B)(6) 2009: the patient presented to a sleep disorder medical clinic: impression: severe obstructive sleep apnea. Patient refused CPAP treatment. (B)(6) 2010: the patient underwent a lumbar transforaminal epidural steroid injection-two levels with fluoroscopic guidance and epidurogram and epidurography. Levels:right l2-3 and right l3-4. No patient complications were noted. (B)(6) 2011: the patient underwent an MRI. Impression: there is a 2mm disc protrusion at t11-t12 indenting the anterior surface of the thecal sac. T12-l1, 2 mm posterior disc protrusion, osteophytes into the paraspinal tissue anteriorly. L1-2 a 2mm posterior disc protrusion, 1 to 2 mm listhesis. L2-3, a 2-3 mm retrolisthesis on an upright image, reduces on upright flexion imaging, re-manifested on upright extension imaging, minor dynamic transitional hypermobile intersegment spinal stability. There is 6-7 mm right narrowing of the spinal canal and foramina bilaterally without frank compression of the l2 nerve roots bilaterally. L3-4, 2mm listhesis, stable, positional changes, 2mm focal disc herniation does not affect the neural tissue. L4-5, 2mm disc protrusion not affecting the neural tissue. L5-s1, 1mm listhesis without spondylolysis, stable, no neural tissue affected. (B)(6) 2011: the patient underwent a lumbar transforaminal epidural steroid injections, left l2 and left l3, epidurogram and epidurography, fluoroscopic guidance with needle localization. (B)(6) 2012: the patient underwent a lumbar transforaminal epidural steroid injection right l2 and l3, epidurogram and epidurography with fluoroscopic guidance with needle localization. No patient complications were reported. (B)(6) 2012: the patient reported a 75% relief of his low back pain and right lower extremity radicular pain since receiving a fluoroscopically guided right l2 and right l3 lumbar transforaminal epidural steroid injection. (B)(6) 2013: the patient presented with an antalgic gait to the right. The patient has allodynia along l2-3 distribution to the right and significant pain to the right leg. Diagnoses: post-laminectomy syndrome; lumbar spinal stenosis without claudication; lumbosacral neuritis radiculopathy. (B)(6) 2013: the patient underwent a lumbar transforaminal epidural steroid injection right l2 and right l3, epidurogram and epidurography and fluoroscopic guidance. No patient complications were noted. (B)(6) 2013: the patient presented with 60-70% improvement of his right anterior thigh radicular pain and 50% improvement of his right low back pain since receiving selective nerve root block. (B)(6) 2013: the patient presented with restricted range of motions and pain in the lumbar spine. Diagnoses: right l2 and l3 radiculopathy; l2-3 disc extrusion; left l5 radiculopathy; left s1 radiculopathy; l5-s1 disc protrusion; l5-s1 neural foraminal stenosis. (B)(6) 2014: the patient presented with bilateral knee pain. Bilateral internal knee derangement; bilateral knee pain and degenerative joint disease.

Event description:
It was reported that the patient underwent an l3-4 and l2-3 posterior lumbar interbody fusion and posterolateral fusion using rhbmp-2/acs. Following the surgery, the patient began experiencing new and increased pain in his back and bilateral legs. He also experience the onset of new leg weakness, decreased leg sensation, and decreased reflexes in his legs. On (B)(6) 2012 the patient was diagnosed with fluid-filled cysts within the vertebral bodies where surgery had taken place at l3-l4, which cysts had been present since at least (B)(6) 2011. None of the patient¿s symptoms have resolved. The patient now has severe low back pain, buttock pain, bilateral leg pain, andreduced sensation, strength, and reflexes in his lower extremities. It is further reported that the patient continues to have dailysevere disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Review of radiographic imaging found as follows: on (B)(6) 2008 chest x-ray appears normal (B)(6) 2008 interoperative flouro views taken during an l3/4 tlif. Final x-rays show screws in place and capstone interbody spacer in midline. (B)(6) 2008 ap of abdomen showing pedicle screws in place at l3/4. Some distention of the descending colon is noted with large gas bubble. On (B)(6) 2011 lumbar MRI sagittal views show cysts have partially resolved, but one in the posterior inferior corner of l3 persists. Boarderline trefoil canal is seen at l2/3 with some facet effusions. Again the cyst is seen but does not appear to impinge on any of the transitioning nerve roots or dura. On (B)(6) 2013 lumbar CT shows the l3/4 fusion level. There is a small cyst behind the capstone spacer that bulges into the triangle below the exiting root and spinal canal. Fusion appears solid. There is a wide decompression without stenosis. The cyst is not large enough to be structural. Sagittal views 3d reconstructions show cysts forming above and below the capstone spacer within the posterior quarter of l3 and l4 at the endplates abutting the l3/4 disc.